Event description:
A talent thoracic stent graft system was inserted into a pt for the endovascular treatment of a 5.6 cm penetrating atherosclerotic ulcer approx two months ago. The event was reported from a clinical report form. The iliac vessels had moderate tortuosity and mild calcification. It was reported prior to the insertion of the stent graft, there was a midline laparotomy for placement of an aortic conduit. The stent graft delivery system was advanced through the right femoral artery and the first stent graft was implanted in zone 3 and the second device was implanted in zone 4 without issue. The pt had a one month f/u CT with contrast revealing the stent graft thrombosis and the penetrating atherosclerotic ulcer was 6.2 cm in diameter. The investigator did not indicate if the event was related to the device or the procedure. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: arterial and venous occlusion. (Vessel morphology, moderate tortuosity.